Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Thermal damage was found at the grip adapter assembly where a spatula or hook accessory would be connected the distal end. Black melted char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of a damaged grip adapter assembly to be related to the customer reported complaint. Root cause is attributed to mishandling / misuse. Event verification was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a oropharyngeal tumor resection on (B)(6) 2022 on system sh1153. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# (B)(4) / lot# t10201204-524) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sh1153 for approximately 20 minutes. The alleged event occurred on the 15th use of the instrument. This complaint is considered a reportable malfunction due to the following conclusion: thermal damage was found at the grip adapter assembly. Thermal damage at the grip adapter is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci-assisted radical tonsillectomy surgical procedure, the tip of monopolar cautery was found to be broken. A backup instrument of the same type was used and the procedure was completed with no reported injury. The monopolar cautery instrument with the 5 mm cautery hook tip or 5 mm cautery spatula tip is intended to be used with the da vinci sp system for manipulating and dissecting tissue and coagulating and transecting tissue using monopolar electrosurgical energy. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up has been performed to request additional information related to the event. However, no further details have been received as of the date of this report.